Event description:
Patient called to report notice of recall for his dreamstation CPAP device. Patient stated he's had a chronic cough for the last 4 weeks, coughed up blood for two of those weeks, has headaches, fatigue and is not sleeping well. Patient stated he was made aware of the recall last monday and was told by his doctor to discontinue use of the device. Patient stated the recall was related to a foam insulation that was oxidizing and pushing particles into the lungs.